Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the following information, omsc presumed that foreign material like body fluid clogged in nozzle due to inappropriate reprocessing after previous procedure. According to the inspection result by local service department, clogged air/water nozzle with tissue-like foreign material was confirmed. According to the past similar case, event seemingly occurred because foreign material such as body fluid clogged in nozzle due to inappropriate reprocessing after previous procedure. IFU states as follows: flush water into air/water channel of device during precleaning to remove clogging. Clean external surfaces of device with soft brush / lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. How to clean device for excessive dirt and/or delayed reprocessing after each procedure.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the nozzle was clogging by tissue glue. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the hospital that during the procedure, the nozzle was clogged by tissue. There was no report of patient injury associated with the event.